Event description:
The customer called stating that she was getting low readings on her contour meter but it appears that meter segments may be missing. No adverse events were alleged. New meter was sent to the customer and she is expected to return her meter for eval.